Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The electrically leaky filter caused the internal hlc batteries to become depleted.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench present. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control did not observe a service wrench; however, the device had a premature low battery indication. The premature low battery indication indicates that the device would not be likely to be able to provide sufficient defibrillation therapy.